Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the information available, there is no allegation, evidence or indication the liberty select cycler or any fresenius product(s) and/or device(s) caused or contributed to the patient¿s death. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had expired during peritoneal dialysis (pd) treatment. The patient¿s caregiver contacted technical support requesting assistance draining the abdomen, following the patient¿s expiration. The patient¿s caregiver reported that the patient had fluid building up in their body and they had stopped eating for a few days. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient¿s death was expected, as the patient had been on hospice for several months. The pdrn stated all oral and intraperitoneal medication had been discontinued due to the patient¿s declining status, but pd therapy continued until the patient¿s expiration. Per the pdrn, the patient¿s death was unrelated to the liberty select cycler.